Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0x40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.